Event description:
The father reported that the customer's blood glucose was 300mg/dl, and when he looked at the insulin pump, the device started delivering a bolus without the customer's intervention. The caller stated that the insulin pump is over delivering. The father mentioned that the buttons were unresponsive when he attempted to suspend the device. The caller stated that the numbers are not ramping on their own, and the scroll bar is not moving with any input. Advised the father that the up or down arrow may be stuck. Advised to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.